Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's personal profile was deleted from the pump, cause was unknown. Reportedly, customer was able to recreate the personal profile and resume insulin therapy. Customer's blood glucose level was 170 mg/dl.